Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report # 1627487-2011-00062 and 1627487-2011-00063. The pt ((B)(6)) received an scs system on (B)(6) 2010 consisting of an ipg, surgical lead and extension. It was reported that the pt lost stimulation. During the surgical procedure to correct the problem, it was observed that the extension was broken and disconnected from the ipg header. In addition, intraoperative testing on the surgical lead revealed high impedance readings on all contacts. As a result of these findings, the pt's scs system was replaced. The explanted devices were returned to the manufacturer for analysis.